Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported complaint of the atrial lead could not be fully inserted into the connector was confirmed. Analysis found epoxy contamination of the atrial contact spring. The epoxy was found on multiple loops of the spring. The epoxy on the spring prevented it from expanding and from the loops sliding apart to allow the lead insertion through it. Since the spring could not expand and rotate due to the epoxy the spring was pushed out of its slot and was pushed down in the connector port by the lead. The spring is now blocking the lead from fully inserting into the connector port. The lead is out of position for the setscrew to tighten down on it. Sem spectrum analysis verified the contaminant on the spring is epoxy. A manufacturing anomaly may have occurred that resulted in epoxy contamination of the contact spring.

Event description:
It was reported during an implant procedure on (B)(6) 2023, the patient's atrial set screw would not engage in the pacemaker header. The spring in the header was pushed out and the header out of the box was damaged. This device was replaced within the same operation. Post-procedure the patient was stable.